Event description:
During a laparoscopically assisted vaginal hysterectomy procedure, pneumoperitoneum leaked from the instrument. The surgeon used another device to complete the procedure. No pt injury reported.